Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2019-10960 & 1627487-2019-10961. Follow-up information indicated the patient had been twiddling the ipg, which then caused the extensions to become tangled in the ipg pocket. Surgical intervention was undertaken on (B)(6) 2016 and one extension was noted to be broken. To address the issue, both extensions and ipg were replaced. Postoperatively, the patient is reportedly receiving effective therapy. Due to the ipg being twisted, it is now being reported within this medical device report.

Manufacturer narrative:
Additional information found: (B)(4).